Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump would not power on; the display issue could not be tested. During investigation, a display lens leak was found and evidence of moisture was found inside the battery compartment. The pump was opened and internal moisture contamination was found.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the display screen was discolored and cloudy after a recent battery change. There is no adverse event with this complaint. This complaint is being reported because the alleged complaint could not be resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.